Event description:
Nt821731c, eds 3, gen ll, no catheter - eds 3 broken at the clamp. There was no injury or delay in surgery.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). The product was received in house on the june 21st. Waiting on investigation results. Review of (B)(4) rev 05 risk analysis spreadsheet. Hazard ID 4.2- pole clamp does not mate with IV pole sizes to attach and hold all the components of eds 3. Effect = delay in patient treatment. Residual risk = low and acceptable. No new risks introduced by control measures risk / benefit analysis = the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified.

Event description:
Nt821731c, eds 3, gen ll, no catheter - eds 3 broken at the clamp. There was no injury or delay in surgery.

Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). The affected product was returned for investigation. Product examination and functional testing: product was evaluated by engineering and confirmed there is no discoloration of the material from stress. Customer did not return the alleged broken piece, therefore unable to confirm failure. Engineering concluded failure related to excessive force applied by the user. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Investigation result code: san diego/eds products/unable to confirm report.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Nt821731c, eds 3, gen ll, no catheter: eds 3 broken at the clamp. Customer stated the device was in contact with the patient however there was no injury or delay in surgery reported. The product has been requested to be returned for evaluation.

Event description:
Nt821731c, eds 3, gen ll, no catheter - eds 3 broken at the clamp. There was no injury or delay in surgery.